Manufacturer narrative:
Upon analysis, a complete lead was returned in one piece with the helix partially extended. The helix mechanism test could not be performed due the damage which was consistent with that occurring during the explant procedure. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray showed that the helix was bent consistent with explant procedure and the inner coil inside the connector region was normal.

Event description:
During follow-up, the right ventricular (rv) lead was observed to be dislodged and the helix of the lead would not retract. The lead was explanted and replaced. The patient was stable.